Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented for routine clinic visit and it was noted on the monitor that power and flow had increased. There was suspicion of a possible pump thrombus. The patient was admitted to hospital for further investigation. The patient had bloods taken and it was found that the lactase dehydrogenase (ldh) was 609, which had previously been 420, and the plasma free was 6.0. The patient's international normalized ratio (inr) was 2.4. The patient was on warfarin and aspirin and was started on intravenous (IV) heparin. A transesophageal echo (tee) was performed and no thrombus was identified. The patient has had a long chronic driveline infection which grew staph aureus on the driveline exit swab but revealed negative blood cultures. The patient remains on long term oral antibiotics. Log files were sent.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: relevant tests/lab data, other relevant history, model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Additional information received on 02/02/2017 states that during the hospitalization, after the patient was started on heparin, the high power issues had resolved. However, the patient developed headaches and a CT brain on (B)(6) 2017 revealed a " minor right occipital subarachnoid haemorrhage". Heparin was ceased as well as warfarin and aspirin. A repeat CT brain (B)(6) 2017 revealed a "previously demonstrated right occipital subarachnoid blood is no longer visualised ". It was also noted that the patient has had the driveline exit site infection for 5 months and the swabs during this admission were clear with very small amount of yellow drainage at the exit site. The patient is currently on cephalexin for long-term. The patient is currently discharged home on (B)(6) 2017 with all pump parameters returned to normal. (B)(4) was not returned for evaluation. Review of the manufacturing records and sterility certificate confirmed that the associated pump met all requirements prior to release. Log file analysis revealed an increase in power consumption reaching a peak of 4.1w on (B)(6) 2017, above the normal operating range confirming the reported event. The most likely root cause of the reported high power can be attributed to external factors such as thrombus formation. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Infection is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. In addition, those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to infection. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. Though the root cause of the reported event cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.